Manufacturer narrative:
The report states: patient was revised to address infection. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right side). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Infection after this length of time implanted is not likely to involve a device or device processing error. Patient was revised to address infection. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right side). Update: (B)(4) 2012 - litigation papers were received. The MDR decision was reversed due to the pending litigation. Update: (B)(4) 2012: plaintiff's premliminary disclosure form was received on (B)(6) 2012 which identified the re-implant date. There was no new information that would change the outcome of the investigation. Re-implant date: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection.